Event description:
It was reported to boston scientific corporation that a sensor wire was used in a procedure. The procedure date is unknown. During the procedure, the shrink sleeve detached. No further information has been obtained regarding the procedure outcome despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022 as no event date was reported. (B)(4).